Event description:
It was reported during a follow up, externalized conductors were observed via x-ray. Electrical measurements were normal. The patient condition is good and will continue to be monitored.